Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms along with high pacing thresholds and loss of capture. The lv pacing configuration was lv-tip to lv-ring when these observations were observed however, when the configuration was changed to lv-tip to can the impedances were within range at 600 ohms and the pacing thresholds were good. No adverse patient effects were reported. This lead remains in-service with the pacing configuration set to lv-tip to can.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.